Manufacturer narrative:
Follow up information was received on (B)(4) 2012 in the form of qa (quality assurance) investigation results. Evaluation summary: the product lot number was not provided and batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated. On a periodic basis, data is presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.

Event description:
Arthritis of both knees [arthritis]. Swelling in both knees [joint swelling]. Pain in both knees [arthralgia]. Arthritis of right knee [arthritis]. Pain in right knee [ arthralgia]. Swelling in right knee [joint swelling]. Joint effusion [joint effusion]. Case description: spontaneous report was received on (B)(4) 2012 from a physician regarding a patient (demographics not provided), initials (B)(6). The patient's medical history was not provided. On an unspecified date, the patient initiated treatment with synvisc (hylan gf-20) injection (route of administration and dosage regimen not provided). The lot number for synvisc was not provided. On an unspecified date, the patient experienced an adverse reaction. The action taken with synvisc treatment was not provided. The outcome for the event was not provided. Relevant concomitant medications were not provided. The intensity for the event was not provided. The reporting physician did not provide the causal relationship between synvisc and the event. Follow up information was received (B)(4) 2013 from the physician providing the patient information, product information, events information, lab results, treatment medications and concomitant medications. The case was upgraded to serious as intervention was required (steroids administered as treatment as events). The patient was identified as a (B)(6) female with gonarthrosis of both knees (kellgren and lawrence grade 3). The patient's medical history was significant for previous treatment with synvisc (from (B)(6) 2012) and pseudogout. The patient's concomitant diseases included arrhythmia (onset in 2011) and anaemia (onset in 2012). On (B)(6) 2012, using disposable needles without sterilized gloves, the patient initiated treatment with intra-articular synvisc at a dose of 2 ml (frequency not provided) into external suprapatellar of both knees. The same day, right knee culture test was negative and crystal test revealed calcium pyrophosphate. The same day, after returning home, the patient had mild swelling and increased pain in right knee and the patient developed arthritis of right knee. On an unspecified date in 2012, the patient developed fluid retention in right knee. On (B)(6) 2012, the patient received second synvisc at a dose of 2 ml (frequency not provided) into external suprapatellar of both knees. The same day, 12 ml of yellow clear fluid was aspirated from right knee by arthrocentesis. The same day, left knee culture test was negative and crystal test revealed calcium pyrophosphate. On an unspecified date in 2012, unknown amount of yellowish white fluid was aspirated from left knee. After the second synvisc injection, swelling and pain developed in both knees markedly and the patient developed arthritis of both knees. The same day, intra-articular injection of xylocaine (licodaine) and dexart (dexamethasone sodium phosphate) was given as corrective treatment for the events of pain both knees, swelling in both knees and arthritis of both knees. Synvisc treatment was temporarily discontinued after the second synvisc injection. On (B)(6) 2012, the patient recovered from the events of arthritis of right knee and arthritis of both knees. The outcome for the events of pain in right knee, swelling in right knee, pain in both knees, swelling in both knees and joint effusion was not provided. Concomitant medications included lorcam (ornoxicam), mucosta (rebamipide) and mohrus (ketoprofen) tape l. The intensity for the events of arthritis of right knee and arthritis of both knees was moderate. The intensity for the event of swelling in right knee was mild and not provided for the events of pain in right knee, pain in both knees, swelling in both knees and joint effusion. The reporting physician assessed the causal relationship between synvisc and events of arthritis of right knee and arthritis of both knees as possibly related and did not provide the causal relationship between synvisc and the events of pain in right knee, swelling in right knee, pain in both knees, swelling in both knees and joint effusion.